Event description:
Caller reported discrepant high troponin I results on triage profiler sob test. Pt was admitted due to triage results. Pt was discharged. Pt results were compared clinically and did not match triage tni results.

Manufacturer narrative:
Device lot w50019 was previously tested in-house for another complaint. Discrepant high tni was observed with whole blood normal donor samples. Five whole blood donor samples out of 30 were outside the range less than or equal to 0.10 and greater than 0.10ng/ml. This does not pass manufacturing final release specifications. CAPA 12-001 was opened to address elevated tni at low end concentrations. Returned devices were never received by product support. As of (B)(6) 2012 there are 6 complaints for tni recovery on sob lot w50019.